Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI number is not known as the catalogue number was not provided. H6- device code 1494 clarifier: incorrect anatomy.

Event description:
It was reported that the procedure was to treat an unspecified lesion in the pulmonary artery. After a cardiomems sensor was implanted, the steelcore 18 guide wire (gw) was being pulled back when the patient experienced hemoptysis or coughing up blood. No treatment was provided for the bleeding as it resolved on its own. The patient was intubated overnight for observation. The patient had really high pulmonary artery and blood pressures during the procedure. Medications were given to keep the patient sedated. The patient is currently stable and not intubated. The physician stated he believes the .018 steelcore gw perforated the pulmonary artery. The patient had not been discharged as of (B)(6) 2023. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review, and similar incident query was not performed because the lot numbers were not reported. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. Reportedly, the guide wire was used in a pulmonary artery procedure. It should be noted that the hi-torque guide wires instructions for use (IFU) states: ¿all hi-torque guide wire are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). This guide wire may also be used with compatible stent devices during therapeutic procedures.¿ in this case, the deviation possibly contributed to the reported event. The reported patient effect of performation is listed in the hi-torque guide wires IFU as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.